Manufacturer narrative:
(B)(4). Evaluation: results: (tortuosity); (direct stenting, force applied during delivery of the stent). (Failure to deliver the stent and damage to the stent). Conclusion: (tortuosity); (direct stenting, force applied during delivery of the stent).

Event description:
An attempt was made to deploy a 2.5 mm diameter x 30 mm length endeavor sprint rx drug-eluting coronary stent into a pt. The target lesion, located in a tortuous proximal circumflex, was not pre-dilated. Communication from the field confirmed that as resistance was encountered, some force was used to deliver the stent around the tortuous vessel; however, the relevant device could not cross the lesion and upon removal the physician noted that the stent began catch onto the guide catheter. The catheter and stent were removed successfully with no issue reported; however, damage to the stent was visible after removal. The pt is reported to be fine and no other clinical sequelae were reported. Medtronic has received the relevant stent and its analysis has been completed. The returned stent was damaged with some stretching and bunching found on the segments at one end while the segments at the other end were pinched.